Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/10/2015 with the following findings: unable to duplicate the complaint. No defect found. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately..the black box shows two alarms-no delivery, insulin to low to make target delivery warnings. On (B)(6) 2014 at 13:54 and on (B)(6) 2014 at 23:25. Both show that 0.00u of the programmed 20.85u and 19.15u boluses were delivered due to the warnings. . A 10u normal bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history. No hypersensitive keys were observed on keypad. The tdd¿s add up correctly and reflect the users programmed basal rates. The daily insulin delivery totals correctly reflect user's programmed basal rates. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 600mg/dl with polydypsia, polyuria, tiredness, vision problems, and slight ketones. The patient was taken to the emergency room and treated. Customer support (cs) completed troubleshooting and the patient had several cancelled boluses in the history. The patient stated that they are trying to re-do them and they are not touching any buttons and they are cancelling. The reporter stated there was no damage to the buttons. The patient has a medical history of migraines, asthma and fibromyalgia. This report is being made due to the patient¿s alleged hyperglycemic event due to an alleged history settings issue.